Manufacturer narrative:
Update: additional information received. The filter was placed in the gonadal vein instead of the ivc causing the user issue. The filter was subsequently snared, re-captured and re-deployed successfully (as stated in the event description).

Manufacturer narrative:
The manufacturing DHR review was conducted and no non-conformances were noted. Proper materials and methods of manufacturing were utilized. A review of the complaints database was conducted and no similar complaints were found for the complaint lot number. There was no patient injury. The complaint lot number was not returned for analysis and no available product from the affected lot was found in inventory. Therefore, no definitive root cause could be determined for this complaint. Fluoroscopy is used by the doctor to make sure that the filter is positioned correctly and the anchors are oriented correctly; therefore it is improbable that the doctor or clinician would leave a filter with retracted legs in situ. As noted in this case, the doctor repositioned the filter in the cava and upon doing so the legs opened.

Event description:
When the filter deployed the legs did not open. The attending physician and fellow were able to reposition the filter in the cava, and upon doing so the legs opened.